Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg)'s atrial connector port was not responsive during testing and was not providing any readings. It was noted that the hanger assembly was broken, a capacitor was damaged on main printed circuit board (pcb) and the battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector port of the external pulse generator (epg) was not responsive during testing and was not providing any readings. The epg was returned to service. There was no patient involvement.